Event description:
It was reported that prior to a coronary stent procedure, the physician reported that the tip of the express2 monorail stent delivery system appears to be that of an over the wire catheter. The device was not used in the patient. No patient injuries or complications were reported.